Event description:
It was reported to philips that the ECG is not working. There was no patient involvement.

Event description:
It was reported to philips that the ECG is not working. The field service engineer (fse) evaluated the device and found ECG malfunctioning. The device needs ECG cables. Upon conclusion of the evaluation, it was determined that the ECG lead and trunk cables requires replacement. The cables was replaced. We are unable to determine the root cause of the event as multiple parts were required for replacement. The exact cables are not currently known by fse. The device remains at the customer site and no further evaluation is warranted at this time. The device passed testing and was put back into service.